Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarms, and found that they were caused by a failed latch switch on the upper auxiliary flex. The upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump's door would not latch closed. During baxter's eval it was discovered the pump alarmed door not fully latched. There was no pt involvement.